Manufacturer narrative:
(B)(4).

Event description:
In a follow up, the director reported that the patient returned for a successful retreatment, during which the flap was thicker, as planned. No further information is expected.

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. System history shows that the laser was verified successfully prior the date of event. Review of the logfiles for the day of treatment ((B)(6) 2016) shows during start up the vacuum check (706, 708, 704, 663, 665, 661 mbar) and the energy check (3.76 uj). The user had to retry the ablation check due to a bcc/focus control error before it was successful. The user renewed the energy check in the recommended range and performed 6 successfully treatments on that day. All treatments were performed without interruption and good suction times. Also, the energy was stable during the day and shows no abnormalities. Furthermore, the complete day showed no error messages or abnormalities, besides the error during the first ablation check. No problems with the system can be identified by reviewing the logfile. A possible reason for the vertical gas breakthrough (vgb) in this case could be the combination of thin intended flap (110um (microns)) and insufficient canal venting. According to the image in the treatment report, a vertical gas breakthrough (vgb) has occurred. Vgb is known to appear in thin cuts more often when compared to thick flaps. According to the treatment report, the desired flap thickness was 110um. Root cause: the root cause could not be identified conclusively. Most likely root cause for the vertical gas breakthrough could be the combination of thin flap, insufficient canal venting, and possible corneal scarring. (B)(4).

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A center director reported that during the creation of the lasik flap in the left eye, there was vertical gas breakthrough; therefore, the procedure could not be completed and has been postponed. The surgeon placed a bandage contact lens on the patient's eye. No further information is expected.